Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 517 mg/dl. Customer was treated with intravenous saline and insulin, and was released from the ER 4 hours later with no permanent damage. The cause for the reported issue was unknown. Tandem technical support performed a system check on the pump and determined that the pump functioned as intended.